Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported condition where the device did not display the channel sensors when the door was opened. This condition was reproduced during evaluation and found to be caused by the link screws out of adjustment. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display the channel sensors when the door was opened. There was no patient involvement, injury associated with this event. No additional information is available.